Manufacturer narrative:
Functional and performance testing was performed. The returned 11956 clave connector and bard - huber plus needle safety infusion set were tested with a pressurized syringe. The results recorded leaking at a low pressure, thus replicating the reported problem. Complaint findings: testing and analysis of the returned 11956 clave connector recorded no performance issues and or out of spec conditions. Performance analysis of the returned bard - huber plus needle safety infusion set and clave connector did replicate leakage originating from axial crack on connector of the bard - huber plus needle safety infusion set. The exact cause of the bard - huber plus needle safety infusion set connector damage is unk.

Event description:
Complaint received reporting a leakage incident with use of bard non-power huber needle set and 11956 clave connector. It was reported that "... Pt attended out-pt infusion on (B)(6) with connection to continuous infusion of 5fu via cadd pump. Returned to clinic (B)(6) reporting the 5fu was leaking. The rn was called to waiting area/registration desk and immediately turned off chemotherapy and clamped all lines. Taken to triage area where pump was disconnected and then attempted to flush line and verify blood return. Leaking occurred at the clave/huber needle connection." There were no reported adverse pt/operator consequences. (B)(4) mfgers. Analysis and investigation one (1) used 11956 clave connector attached to a bard (B)(4) non-coring needle safety infusion set & bd syringe were returned for analysis and investigation. Visual analysis recorded no obvious abnormalities with the one (1) used 11956 clave connector or bd syringe. The report documents a axial crack in the returned bard powerloc clear huber sets connector. Dimensional evaluations were performed. The results recorded the returned 11956 clave connector passed all product and (B)(4) specifications including luer taper. The returned 11956 clave connector and bd syringe connectors also passed ID male luer (mating device). 062" - .110" dimensions.